Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 500 mg/dl. Current blood glucose was 570 mg/dl. Treated with manual injection and intravenous drip. The customer did not experienced symptoms as a result of high blood glucose. Customer was ok for troubleshooting. Customer did not use auto mode feature at the time of high blood glucose event. Customer reported under delivery as customer had high blood glucose. Customer had insulin flow blocked alarm. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.